Manufacturer narrative:
H3, h6) the product ID: 9736411, lot number: s6psnu0x100807j, was returned to the manufacturer for analysis. In summary, no faults were found. The returned solid-state drive (ssd) functioned as intended. The analyst was able to navigate without issue. Multiple shutdowns, logouts, and restarts were successful. Previously reported codes, b01, c19, and d14 are applicable. H3, h6) software data was received on 2025-may-01 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: computer 9735786r lot #: 2013d01032 h2, h3, h6: the returned computer was analyzed. No failures were found. Codes c19, d14, and previously reported code b01 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system did not boot up properly. The manufacturer representative (rep) stated that when turning the system on, it initially booted to a black screen with a non-blinking cursor, then proceeded to the password screen. After entering the password, the system advanced to the medtronic splash screen, but then displayed a blue screen for approximately five minutes. The rep was eventually able to access the login application; however, the application was missing. The rep attempted to log out of the user profile and log into stealthadmin, but the system became unresponsive, preventing her from accessing stealthadmin. As part of troubleshooting, the rep repositioned the solid state drive (ssd) into a different slot on the computer and rebooted the system, but the same issue persisted. The ssd was then swapped out with a different one from trunk stock, but the system continued to stall and stealthadmin remained inaccessible. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735786r, ubd: unknown, UDI#: unknown; product ID: 9736411, ubd: unknown, UDI#: unknown; product ID: 9735736, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the computer and the solid-state drive (ssd) were replaced. The system then passed testing. Codes b01, c13 and d02 are applicable. Multiple annex a were coded. Please see the following: a0902: applicable to the system initially booting to a black screen with a non-blinking cursor, and later a blue screen. A1102: applicable to the missing application after eventually being able to access the login application, as well as booting up issue. A110201: applicable to the system becoming unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.